Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patients ipg incisions site was accidentally opened. The patient underwent a pocket revision procedure and was doing well postoperatively. Nothing was removed or added.